Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump and resumed insulin delivery. The customer's blood glucose level was greater than 400 (mg/dl), which was addressed with a bolus delivery. As the occlusion alarm had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.